Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, (B)(6), germany: 1. General information: complaint: (B)(4). ---------------------------------------------------------------- 2. Information to the sample: 2.1 model: infusomat space 2.2 article number: 8713050 2.3 serial number/batch: (B)(6) 2.4 software version: m030002 2.5 hours of operation: 25108 hours 2.6 further information: n/a ---------------------------------------------------------------- 3. Investigation results: 3.1 history inspection: the device history files were read and analyzed. The history files from (B)(6) 2023(specified date of the incident, given from the customer) were investigated. At 2023 11:36 am a space line safe set was inserted. Then a vtbi of 109 ml and a time of 24:00 hh:mm was set. The infusion was started at 11:36 am. Between (B)(6) 2023- 11:36 am and (B)(6) 2023 01:51 am the infusion was started and stopped a few times by the customer. The last stop was due to an upstream alarm (reason for that alarm could not be clarified). Up to that time device has delivered a volume of 60,53 volume (calculated with actual volume infused). At (B)(6) 2023 02:07 am a new vtbi of 100 ml was set and the infusion was started. Between 02:07 am and 07:17 am the infusion was started and stopped a few times by the customer. Up to 07:17 am the device has delivered a volume of 23,35 ml (calculated with actual volume infused). At 07:19 am the line was taken out and no more infusions were started at the specified date. No anomalies could be detected in the history files. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technical seal ((B)(6)) on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of (B)(4). ((Accuracy of set delivery rate should be: (B)(4) according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. The complained malfunction could neither be reproduced nor detected in the history files. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in switzerland: "overinfusion". According to the customer: "suspicion of vigilance was decided by the customer's quality department and reported to (B)(6) is skeptical. Two infusions of nacl 100ml with the drug "palladone" were administered by infusomat spaceline 300cm and infusomat space. Exact beginning of the first infusion was not reported but a first analysis is attached to the amil made by (B)(6). The department reported that at 02.00 day 12.5 the infusion was empty even if according to their calculations it had to last longer. At 02.00 a second 100ml infusion was started with the same drug and without new equipment and at 08.00 only 30ml remained in the ecolfac instead of 64ml".

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report 400604778. The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.